Event description:
It was reported that during a revision, the left ventricular (lv) lead looked like it had pulled back. Advanced with a whisper wire which would not come out. Lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was performed and analysis confirmed that lead was induced damage as the tip was missing. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product. This supplemental report was created to add and correct the following: suspect medical device. Common device name. Device manufacturers only. Device evaluated by manufacturer?

Event description:
It was reported that during a revision, the left ventricular (lv) lead looked like it had pulled back. Advanced with a whisper wire which would not come out. Lead was explanted and replaced. No additional adverse patient effects were reported.